Event description:
It was reported by the customer that their insulin pump was alarming button error and keypad was unresponsive to user input. Customer stated they were changing the battery in the device when the issue occurred. Customer then removed the batteries and the device alarmed button error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 126 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with cracked tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.